Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley between the conductor wire and the grip cable. No section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. Additional observation not reported by site: the instrument was found to have damaged conductor wire insulation at yaw pulley. There was no fragmentation of the insulation and the internal conductor wires were / were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Visual inspection revealed no signs of missing parts. The instrument was found to have a frayed grip cable at the idler pulleys. The cable itself was not fully broken. The cable was spliced in one place. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed to the use conditions. Probably root cause of the damaged insulation instrument conductor wire - bipolar are related to the thermal damage at the yaw pulley probably root cause of the frayed instrument grip cable are related to the thermal damage at the yaw pulley.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.